Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
In 2008, boston scientific was informed that during an inservice, the resolution clip device clip would not disconnect from the catheter.